Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 300cm pt graphix guidewire was advanced to cross the lesion. However, during procedure, the wire tip broke off in the mid rca. The wire tip was then stented with a 2.25x12mm promus premier drug eluting stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine and was discharged on the following day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 300cm pt graphix guidewire was advanced to cross the lesion. However, during procedure, the wire tip broke off in the mid rca. The wire tip was then stented with a 2.25x12mm promus premier drug eluting stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine and was discharged on the following day.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damaged , as part of overall visual revision. The device has the distal tip detached at 180cm from the proximal section, also the body is kinked in several section in the middle of the device and near to proximal section. The distal section was not returned. Overall length couldn't be measured due to the device condition (distal tip detached). Od of distal tip couldn't be measured due to the device condition (distal section was not returned). Od of polymer section in the distal section, middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 300cm pt graphix guidewire was advanced to cross the lesion. However, during procedure, the wire tip broke off in the mid rca. The wire tip was then stented with a 2.25x12mm promus premier drug eluting stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine and was discharged on the following day.